Event description:
Report received from the USA stating that during testing, the device was found to be "heating up and running too hot." The device was not being used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If additional information is received, a supplemental report will be sent. (B)(4).